Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5 cm abdominal aortic aneurysm. Angle between the proximal aaa aortic neck and the suprarenal aortic axis is 20 degrees. Proximal non-aneurysmal aortic neck diameter, immediately below the lowest renal is 24 mm. Distal diameter of aorta/aneurysm above the aortic bifurcation was 21 mm. Diameter of non-aneurysmal neck of right iliac artery was 8 mm. Distal diameter of non-aneurysmal neck of right iliac artery was 8 mm. Diameter of the access vessels, right femoral artery was 7.5 mm. Diameter of non-aneurysmal neck of left iliac artery was 7.5 mm. Distal diameter of non-aneurysmal neck of left iliac artery was 9 mm. Diameter of the access vessels, left femoral artery was 9 mm. Length of the non-aneurysmal aortic neck was 28 mm. Length from the lowest renal artery to aortic bifurcation was 87 mm. The length of the portion of the right iliac from the aortic bifurcation to the end of the seal zone is 38 mm. The length of the portion of the left iliac from the aortic bifurcation to the end of the seal zone is 56 mm. Right iliac artery was tortuosity was reported as moderate and the calcification was reported as moderate. The right iliac stenosis was 20% and in the left iliac 30%. Circumferential aortic neck mural at the proximal aortic neck was 20%. It was reported that during a routine follow-up CT scan 3.5 years post index procedure, occlusion was found in the right contralateral iliac and was left uncorrected.

Manufacturer narrative:
(B)(4). Results: occlusion. Anatomy related; access vessels. Conclusion: occlusion. Anatomy related; access vessels.